Event description:
Baxter product surveillance received a report that a home pt's minicaps had falled off the transfer set. The home pt had not started peritoneal dialysis and was still in training at this point. The transfer set was placed in 2006 (lot h05l07030), and the minicap was placed on the transfer set approx two months later, which was the last flushing of lines performed. There was no pt injury or medical intervention associated with this incident.